Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off. Needle separation was confirmed upon receipt of the handpiece. The needle was not returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had fractured at the braze joint seam; a portion of the needle remained joined inside of the brazed horn. This is the highest stress point along the length of the needle. There was no indication of damage to the sheath indicating contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error.

Event description:
Per the information provided, at a cutting time of 3:00 the needle separated from the microtip. A different sound was heard coming from the device and the doctor removed it. Upon removal of the microtip it was noted that the needle had remained inside the patient. The doctor removed the needle without incident. Although the doctor would have used the device longer, he felt he had done enough and did not open a second kit. There was no injury or complication to the patient caused by the failure.